Event description:
Manager of pre-op and pacu reported a pt was transferred into pacu from operating room with a gravity infusion of lactated ringers. When the nurse was checking the pt in and doing her assessment, she found the port nearest to the IV site with fluid freely pouring from it. The tubing was changed and there was no harm to the pt. The infusion was likely started in poh (pre-op holding) and was in use for about 2 hours prior to leak being noted. No report of leaking during priming. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with the failure investigation results once the eval has been completed.